Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels and ketones were present. A correction bolus was delivered to address the bg level. The customer did not know the cause of the high bg. The customer had insulin injections available, if needed.